Event description:
During a code the philips heartstart defib was charged to 150 joules and properly discharged and showed deflection on the strip. The pt failed to cardiovert, so the staff turned to joules up to 200j. The defib was then discharged and showed a deflection on the strip. However, the defib showed a "no shock delivered" message. The staff tried to discharge the defib repeatedly and a deflection was noted on the strip every time with pt reaction but the defib continued to show "no shock delivered" and the pt still did not cardiovert.